Event description:
It was reported that when the customer tried to view the ventricular assist device (vad) history on a loaner system monitor there were some strange symbols in the alarm column as well as a lot of blanks. The vad coordinator sent the patient's log files for review along with pictures of the event page on the system monitor. Then, the system monitor was powered off and back on. The vad history was back to normal with no symbols or blanks.

Manufacturer narrative:
Manufacturer's investigation conclusion: as the device was not returned for evaluation, the specific cause of the reported incident was unable to conclusively be determined. Follow-up information received from the customer's ventricular assist device (vad) coordinator on 01sep2017 indicated "the system monitor was simply rebooted and returned to normal function.¿ no additional information was communicated, and no additional issues were reported. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Review of the device history records revealed the device was manufactured and accepted to inventory on 22may2017. The device was shipped to the customer site on 22may2017. Heartmate 3 patient handbook rev b cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use rev d, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.